Event description:
The patient was bilaterally implanted with siltex saline mammary prostheses on 6/24/98. Subsequently, the pt experienced a deflation of the left device and bilateral pain and wrinkling.